Event description:
It was reported that a small volume folfusor had no flow. The reporter stated that after a 48 hour infusion, the device remained full. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured february 4, 2014 to february 5, 2014. Evaluation summary: the actual device was not returned; however, six companion samples were returned for evaluation. Visual inspection of the six companion samples did not identify any abnormalities that could have contributed to the reported condition. Flow testing was performed by filling all six companion samples with water; normal flow was observed from each device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.